Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser would not work prior to surgical procedure. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system had an issue with the system laser. There was no patient involved. The company service representative examined the system and was able to replicate the reported event. The company service representative found that the customer had disconnected the laser interlock, the company service representative connected back the interlock and resolved the issue. It should be noted that remote interlock is a safety mechanism that permits the facility to connect a door activated switch and/or door warning lamp to the system. When the remote interlock is activated and the connected door is opened the system immediately goes to standby mode, and a message is displayed that prompts the user to close the door prior to continuing with the procedure. Disconnecting remote interlock will also prevent the system from transitioning to ready mode. Based on the results of this investigation, the interlock functioned as intended and no problem was found with the system. The system was manufactured on june 2, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error for disconnecting the interlock. No problem was found with the system. (B)(4).